Event description:
Missing cardiac event reports from medtronic carelink platform patient has a medtronic cobalt internal cardiac defibrillator (ICD) and is enrolled and connected to the medtronic carelink site appropriately. Alert transmission received on [redacted] for arrhythmia. Transmission report states there are ¿missing reports, the following reports could not be generated. Connect medtronic. Other reports may not be available because they are not provided by the patient's device¿ there are a list of episodes to review but no correlating egms [electrocardiograms]. Manufacturer response for cardiac platform, carelink (per site reporter).